Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the bending angle was insufficient due to the elongation of the angle wire, the curved rubber adhesive was missing/ scratched, and a scope communication error (e216) occurred. Additionally, the label on the video connector was peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the image does not appear when the tip was bent on the endoeye flex deflectable videoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 02-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was most likely caused by a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Alternatively, it is possible that the communication status with the system has become temporarily unstable due to temporary foreign matter adhering to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.